Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "during final tightening the custom click final tightener was inserted through the anti-torque key and into the blocker. Once inserted, dr. (B)(6) turned the silver t-handle portion of the final tightener clockwise to final tighten. As doing this, the tip of the final tightener broke off. Dr. (B)(6) used normal final tightening techniques during the breakage. Nothing out of the ordinary was done otherwise."